Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-190mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. The customer is unable to perform a back to back blood test due to being at work at this time. Reviewed meter memory: 1: 192mg/dl (B)(6) 2015 04:05:00 pm fasting:yes; 2: 229mg/dl (B)(6) 2015 11:09:00 am fasting:yes; 3: 170mg/dl (B)(6) 2015 11:21:00 pm fasting:yes; 4: 216mg/dl (B)(6) 2015 03:06:00 pm fasting:yes; 5: 328mg/dl (B)(6) 2015 12:16:00 am fasting:yes. The customer did not specify a concern with the memory results reviewed. No adverse event reported.